Event description:
It was reported the patient had high impedances on all contact and was unable to go into MRI mode. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had high impedances on all contact and was unable to go into MRI mode. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.